Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that the drawer had failed. A field service engineer (fse) discovered that the inseparable magnet had fallen out of the inseparable latch on full height cubie drawer. The fse replaced the inseparable latch and completed a successful hardware test in hta to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.